Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient wanted to know if there was a recall on the interstim. The patient and their spouse were told there was no recall. The patient then said their spouse wanted to speak, and the patient's spouse reported that the patient had been having problems ever since the device was implanted. The caller stated the patient had been having memory problems, ringing in their ears, and their arm was going up and down by itself. The caller also stated that the therapy had not been effective for managing the patient's urinary symptoms since implant. It was suggested that the patient see their managing healthcare provider (hcp) and/or primary hcp for their non-urinary symptoms. The caller said the patient had already been to see their primary doctor for non-urinary symptoms and was given medication. It was suggested the patient see their managing hcp for u rinary issues, but the caller stated the managing hcp was no longer in the area. Local physician listings were checked for anyone in the tuscaloosa area, but there were none. The caller was advised there could still be hcps in that area that had not opted to give their information to the manufacturer. The caller stated they had a specific clinic in mind to continue the patient's ins appointments, so it was suggested they call that clinic to request an interstim managing hcp. The caller was advised to call back if they decided they wanted an email with local physician listings in the future. Additional information was received from the patient. The therapy is working for them. Explant or replacement is planned. The issue was not resolved.